Event description:
On (B)(6) 2022 patient presented with chest pain and went to cath lab where it was identified that he had severe multivessel cad which would require a CABG. Iabp inserted for ongoing chest discomfort not relieved with antianginals. Patient arrived in sicu with iabp. Iabp fiberoptic cable in the device was not functioning. Unable to sense pressure or sense timing. Unable to visualize waveform or augment pressures. Cable not available to attach to the transducer. Iabp remained in place and patient taken to operating room (B)(6) 2022. Upon arrival in operating room tee completed and showed possible aortic tear/dissection. Cta of the chest identified an aortic injury that was not present on CT scan completed prior to iabp insertion. CABG cancelled and iabp removed.